Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 99 to 112 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from truetrack meter to onetouch meter; observed 100 mg/dl difference between readings. Back to back blood test results not provided. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 461 mg/dl and 481 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 06/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 342mg/dl (B)(6) 2015 09:02 am; 2: 217mg/dl (B)(6) 2015 09:33 am; 3: 227mg/dl (B)(6) 2015 08:05 am; 4: 203mg/dl (B)(6) 2015 08:56 am; 5: 248mg/dl (B)(6) 2015 09:36 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor storage.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 99 to 112 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from truetrack meter to onetouch meter; observed 100 mg/dl difference between readings. Back to back blood test results not provided. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 461 mg/dl and 481 mg/dl. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 06/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:342mg/dl (B)(6) 2015 09:02 am. 2:217mg/dl (B)(6) 2015 09:33 am. 3:227mg/dl (B)(6) 2015 08:05 am. 4:203mg/dl (B)(6) 2015 08:56 am. 5:248mg/dl (B)(6) 2015 09:36 am. Adverse event not reported.